Event description:
The physician reports performing cataract surgery with implantation of the li61se intraocular lens using an ez-28 delivery device. After the lens was inserted into the eye, the surgeon noticed the lens was torn. Intervention was performed in order to enlarge the incision and remove and replace the damaged lens. A second li61se was implanted successfully. Reference MDR 1119279-2010-00026.